Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated which have caused difficulty charging. The patients ipg was adjusted and sutured back to its original location. The patient was doing well postoperatively.